Event description:
The iab was inserted into the pt in 2000. After iabp for 19 hours, the "low augmentation" alarm sounded from the system 97 pump and blood was noted in the tubing. "No gas loss" alarm sounded. The pt's blood pressure dropped requiring cardiac massage. The pt required CPR when the balloon failed. The balloon was replaced and the pt's hemodynamic instability was compromised and eventually the pt went on to expire. Event complications: the pt expired-reported 08/24/2000. Pt's current status: expired-rpt'd 08/24/2000.